Event description:
Rn discovered blood backed up into t connector and blood/tpn/lipids soaked bed sheets. Upon assessment, the t connector was found to be cracked. IV was removed and replaced. No patient harm.